Event description:
It was reported that the patient infusion set dropped from abdomen by mistake on (b)(6) 2026

Manufacturer narrative:
E1: Patient Country: (b)(6)Name- Medtronic Minimed.Street-18000 Devonshire Street.City- Northridge . State- CA. Zip Code- 91325-1219.Based on the available information, this event is deemed to be a Reportable Malfuntion. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.